Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 207 mg/dl, 146 mg/dl, 50 mg/dl, 115 mg/dl, 50 mg/dl, and 54 mg/dl. Customer had hypoglycemic symptoms of a headache and feeling confused and shaky. Customer self-treated with 4 ounces of orange juice and a blueberry muffin. Customer felt better in 20 minutes. No adverse event reported. Requested return of suspect device and replacement was sent.